Event description:
It was reported that the customer visited the emergency room with high blood glucose of 663 mg/dl. Customer attempted to treat with a bolus. Troubleshooting was performed with the insulin pump. The drive support cap was flush. Insulin exited the tubing during a manual prime and no air bubbles or leaks were found. Troubleshooting could not be completed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.